Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: reoperation due to anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with 350cc smooth mentor memorygel breast implants experienced left-sided device migration and implant rupture, and bilateral anisomastia postoperatively. The patient suffered with left implant malposition, and she was unhappy with the nipple areola complex (nac) placement. As a result, the patient underwent bilateral nac lift/repositioning and unilateral left-sided explantation and replacement with like device, catalog # 3503504bc, left lot-serial # (B)(4) on (B)(6) 2020. Rupture was discovered upon explantation. This medwatch report is for the right-sided implant.